Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the high number of sensing integrity counter (sic) was observed on the right ventricular (rv) lead. Rv lead remains in use. No patient complications have been reported as a result of this event.